Manufacturer narrative:
Pump passed the displacement, prime, and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, minor scratches on display window, and stained end cap sticker noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Failure analysis also found secreal cracks present on the display window, reservoir tube lip and cracked battery tube thread. (B)(4).

Event description:
The customer reported via phone call that they had a persistent no delivery alarms despite troubleshooting and trying new infusion sets. The customer's blood glucose was 403 mg/dl earlier in the day. The customer was treated with a manual injection. Customer reported the no delivery alarms would occur during a manual prime and bolus and basal deliveries. Customer reported their blood glucose was 375 mg/dl at the time of these alarms customer also reported they have tried all remedies for the no delivery alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.